Event description:
It was reported that the patient's atrial lead was experiencing low impedance, increased capture thresholds, and low impedance. The patient presented for a lead revision procedure. During procedure, the physician observed the inner conduction coil was fractured and the insulation was breached. The lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
The reported events of conductor fracture, oversensing, low pacing impedance, insulation damage and high capture threshold were not confirmed. As received, a partial lead was returned in seven pieces. Destructive, electrical, visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage.